Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that the patient experienced fever and general malaise, medical intervention and hospitalization was required. It was reported that the patient developed a low-grade fever with chills on (B)(6) 2026, one day after discharge from a repeat pulmonary vein isolation procedure; and was admitted on (B)(6) 2026 for evaluation due to fever/low-grade fever and general malaise . Extensive diagnostics, including blood cultures, imaging, viral testing, and echocardiography, revealed no obvious source of infection nor endocarditis. The patient showed good clinical progress. Initially, there was a non-productive cough. The most notable finding on examination was the presence of extensive ecchymosis, with a smaller hematoma in the right groin at the site of femoral catheter insertion for the ablation procedure. Given the favorable clinical course and a spontaneous decrease in c-reactive protein (crp) levels by 10 points, empiric intravenous ceftriaxone therapy was initiated. The patient was treated with antipyretics and later antibiotics, resulting in resolution of fever by (B)(6) 2026 and continued clinical improvement. The patient was discharged asymptomatic on (B)(6) 2026, with the event fully resolved.